Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that the charger for their stimulator was not working properly. There were no related patient symptoms reported, and the indication for use was non-malignant pain. It was reported on (B)(6) 2017, that the charger for the pain stim was not working and hadn't been for a while. There was a problem with the recharger and the belt. This was not an out of box failure. There were no patient symptoms reported. Additional information received from the patient stated that he was still having issues with the broken belt and the recharger not charging up. The patient stated the desktop charger status light was illuminated. The patient noted the connector pin did not appear loose or bent, however stated that the connection to the recharger felt loose. No symptoms were reported. Patient was implanted for non-malignant pain. Additional information was received from the patient on (B)(6) 2017. It was reported that they first started experiencing the problem with the recharger and the recharging belt not working on (B)(6) 2017. The belt broke and it would not hold a charge. The therapy was unchanged. They did experience more pain due to nonfunctional stimulator. The patient called and they were sent a replacement immediately. The issue of the problem with the recharger and recharging belt not working properly had been resolved. No further complications were anticipated or reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.